Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Facility reported that during a lap chole procedure the device was arching during cautery, insulation looks to have been effected at distal tip, coating on spatula was also impacted. No patient injury , surgical delay unknown. Component in use : gk370p / shaft only f/modular monopol.electr.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. First we investigated the monopolar electrode tip spatula gk386r. Here we found a missing contour. Additionally we found a melted metal piece on the outer tube gk380203 and unknown deposits. We made a visual inspection of the fracture surface of the melted piece. Furthermore we found a deviating lathe part. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the report of the quality assurance department. The monopolar electrode tip spatula is not complying with our specifications. The device displays a manufacturing of a third party. Additionally the outer tube shows heavy signs of wear. There is the possibility that the instrument has been reprocessed more than 20 cycles. There is also the possibility that the melted outer tubes were caused by disruptive discharges. No CAPA is necessary.